Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Photos of the device have been received for evaluation; evaluation not yet begun.

Event description:
Healthcare professional reported right side ruptured confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side ruptured confirmed via ultrasound. The device has been explanted.